Manufacturer narrative:
Unit passed the rewind basic occlusion test, prime/delivery test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, during fill cannula. Blood glucose level at the time of the incident was over 400 mg/dl, which was treated with manual injection. The customer stated that the insulin pump recently went through a metal detector. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.